Event description:
It was reported that a peritoneal dialysis (pd) patient had a new catheter placed recently. Upon follow-up, the patient's peritoneal dialysis registered nurse (porn) revealed the patient successfully underwent an outpatient pd catheter (not a fresenius product) revision due to mal-positioning. The patient has been performing ccpd therapy for two weeks following the procedure and is doing well. The porn stated the events were unrelated to any malfunction or deficiency of a fresenius device(s) and/or product(s). Based on the available information, the patient's liberty select cycler is disassociated from the event. There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) or product(s) occurred warranting further investigation. Furthermore, the pdrn reported the patient resumed utilizing the same liberty select cycler at home, without any reported issues of device malfunction or deficiency. The catheter used by the patient is not a fresenius device. The manufacturer of the catheter, and further product information, is unknown. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).